Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found. Corrective actions are in process.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous cerebral angiography procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and was attempting to negotiate the patient's common iliac bifurcation under fluoroscopy. During catheter manipulations over a stiff guidewire the catheter tip detached. The physician states that the patient's aortoiliac region was already occluded, extremely diseased and heavily calcified. The physician chose to abandon the primary cerebral procedure and instead, perform axillofemoral bypass to successfully acquire revascularization of the patient's lower extremities. The catheter tip was left imbedded within the patients occluded aortoiliac region with no plans for removal due to the successful bypass graft implant procedure.